Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
While reporting issues with multiple meters, the initial reporter stated that there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There were lines on the display of the device and these lines impeded the result field of the display. It was possible for results to be unreadable or misinterpreted. The reporter reset the meter, but the issue persisted.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. An issue was found with the returned display assembly. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.